Event description:
The customer's blood glucose was tested using his contour meter and the reading was 125 mg/dl. His glucose was retested using another meter and that reading was 272 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.